Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified tool marks on the case. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two leaky capacitors. Investigation determined that the premature battery depletion was caused by the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker was suspected of premature battery depletion (pbd). During a follow-up appointment in (B)(6) 2018, there was five years remaining longevity. At the most recent follow-up appointment there was only one year remaining. Boston scientific received information that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. A revision procedure was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.